Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. They reported that the device sometimes works and sometimes does not, which was further clarified to mean that their stimulation sometimes goes down their leg and sometimes will not. It was reported that this began in 2016. No further complications were reported/anticipated.